Event description:
It was reported that during an open gastrectomy, the firing force was higher than expected and the trigger could not be grasped at the 4th firing though the device functioned as intended until the 2nd or 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. Then the jaws did not open after forcibly grasping the trigger out of the patient by a nurse.

Manufacturer narrative:
(B)(4). Results: damaged latch post, lockout premature, damaged antibackup the analysis results found that the er320 device was returned with the jaws closed an a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality and the antibackup was noted to be non-functional. Upon testing, the device was cycled and fed 3 unformed clips due to the antibackup failure; the remaining 12 clips were conforming. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. In addition the antibackup lever was noted worn out. It could not be determined what may have caused this finding. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.